Event description:
It was reported that a spectrum pump door latch open not detected during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not detect door latch open. Aa service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event the reported condition was verified. The cause of the condition was determined to be the out of adjustment link screws. The link screws require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.